Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited non-capture and pacing impedances greater than 2000 ohms. A revision procedure was performed and a gap was noted in the first rib/clavicle area. The lead was surgically abandoned. No other adverse patient effects were reported.